Event description:
It was reported by service report that the stretcher was stuck in high position. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Descent mechanism.